Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and not properly removing air from the cartridge. Tandem customer technical support informed customer to use room temperature insulin and to properly remove air from cartridge. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.